Event description:
My philips CPAP machine is under the recall notice and has been registered. The philips site now says that my replacement CPAP machine was sent to my dme supplier who will deliver the machine to me. I called the dme supplier and was told that they "opted out of the process" at the beginning and will not supply me with a replacement. FDA safety report ID# (B)(4).